Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging difficulty trying to use her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation because the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient said the product issue first occurred on the same day at 8:00 am. The patient was not tested with another device. The patient took her usual diabetes medication, glucophage 1000 mg and 25 units of lantus insulin. She said she was sweating after the product issue occurred. The patient received no medical intervention because of the reported issue. The cca discovered the patient was trying to test while the meter was in the set up mode. The cca trained the patient and resolved the issue. The patient's products were replaced. The complaint is reported because the patient alleges she attempted use the reported product and the meter was in the set up mode. The patient claims she took her usual diabetes medication and after the alleged product issue started, she was sweating, which can be a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.